Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported that the 2600 system had distorted images during a case. The procedure was completed. No pt injury was reported.